Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, damage was noticed on the iol when it was unfolding in the anterior chamber, located 1930h of the optic haptic junction. The surgeon took the lens out and replaced with new one in an initial procedure, which prolonged the surgery time. It was reported that the surgeon could not keep the original lens due to contamination and infection prevention and control (ipc) measures. According to the additional information received, there was minor harm to the patient due to prolonged duration of the procedure; the patient needed corneal suturing to close the wound. The patient was not hospitalized due to this event. Additional information received on 30-mar-2026, clarified that the damage consisted of a fracture in the lens optic as well as a fracture at the optic/haptic junction of the trailing haptic.